Manufacturer narrative:
Unit passed self test and displacement test. Hardware low level failures alarm (variable 3) confirmed in the pump history due to broken pin 1 trace on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure error. Customer¿s blood glucose level was 10.9 mg/dl. Customer was able to rewind the insulin pump. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.